Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer reset the system as instructed by the representative. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's pc speed was too long. No patient injury was reported.